Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a mpu stopped working after it was dropped off by the patient was confirmed. The evaluation of the returned mpu revealed damaged power supply and control pcbs. As a result the mpu was not able to be powered on. It was reported that the patient was asymptomatic. The patient was provided a loaner. The damaged boards on the returned mpu were replaced and a full functional test was performed. The device passed all test steps and it will be now rental unit. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit would not connect to a controller, even when multiple controllers were tried. There were no alarms and the device was exchanged. On (B)(6) 2019 abbott decided to recall the mobile power unit (mpu) related to mpu pcba damage caused by an esd event and this esd event also resulted in a hm3 motor reset. Unexpectedly the pump was able to restart and run on the backup battery. The mechanism of how the pump was able to restart is being investigated by CAPA per internal procedures.